Event description:
It was reported the patient's scs ipg was scheduled to be replaced. Follow-up identified the patient's scs ipg was replaced due to the patient experiencing discomfort at her scs ipg pocket site.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Conclusions: a visual inspection of the ipg found cautery markings on the casing. A microscopic inspection of the header assembly found the upper septum was discolored and an adhesive void was noted along the edge. The ipg was subjected to electrical testing which included functionally testing on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of the testing passed. There was no mention of inappropriate stimulation or impedance issues in the event details. The discomfort at the ipg site could not be confirmed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.